Event description:
The video system center was returned to the service center with a report of remote capturing that quickly self-corrected. This did not indicate an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center. During inspection of the device, a loss of image was observed when the scope end connector was wiggled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction loss of image was due to worn-out lock latch on the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.